Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The customer was treated with a manual insulin injection. The customer reported falling down the stairs. The customer also reported that the insulin pump was damaged as a result of her fall. The customer reported that the right side of the insulin pump came off and there was a wire hanging out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked and bleeding lcd glass. Pump received with cracked and bleeding lcd glass. Also received with missing lcd window, cracked case at the display window corner, cracked end cap, scratched case and cracked case.